Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump suddenly stopped communicating, and the screen froze. Troubleshooting was performed, but the issue could not be resolved. Nothing further was reported.